Manufacturer narrative:
The customer received a replacement device and the original device was sent to the stryker product assessment center (pac) for testing. The pac tech evaluated the device and verified the reported issue. It was found that the field effect transistors were blown, which was due to improper preventative maintenance testing. This was verified through review of device logs. The cause of the reported issue is user error. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device will not provide defibrillation. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will no provide defibrillation. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.